Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the tip of the device had broken off. A visual inspection found that the beak was melted and a portion was broken off. Burn marks were observed at both the internal and external surfaces of the beak. The root cause for the melted and broken beak was determined to be laser burn damage that occured during the procedure.

Event description:
Olympus was informed during an unspecified procedure; the sheath broke off and fell into the patient. The device fragments were retrieved. It was reported that the patient was injured however; it is unknown what type of injury the patient sustained. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event by telephone and in writing but with no result.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the OEM. The OEM performed a photographic inspection and found evidence that the device had undergone an unauthorized third party repair. The specific material composition of this third party insulation is unknown, the exact cause of the damage could not be conclusively determined. Therefore the reported event was attributed to abnormal use/off-label use in combination with exceeded service life/shelf-life. The instruction manual warns users "if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.